Event description:
It was reported that during a meniscal repair surgery, a fast fix´s t2 fell off after t1 was implanted. Surgery resumed after a non-significant delay with a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscal repair surgery, a fast fix´s t2 fell off from the inserter after t1 was implanted. T1 was left secured in the patient. Surgery resumed after a non-significant delay with a back-up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the device showed it was returned in the original packaging with the batch number of the complaint on the label. The cardboard shipper has been torn. The t1/t2/suture were not returned. The actuator is in the pre-t2 position. The needle/overmold assembly is bent. A functional evaluation of the device shows it cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event are excessive retraction of the device causing t2 to be pulled from the needle or per the IFU, "do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely". No containment or corrective actions are recommended at this time.